Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation and treatment appears to be related to operational circumstances of the procedure. In this case, it is likely that manipulation during advancement caused the tip to kink against the anatomy or other devices used. Further manipulation of the guide wire likely resulted in the tip separation. The noted stretched coils, polymer damages and corkscrewed appearance likely occurred during removal of the separated tip with the snare device. The noted bends on the core likely occurred during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the tibial artery. The tip of a ht command es guide wire separated while in the patient anatomy during advancement. A snare was used to successfully remove the tip from the patient anatomy. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.